Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had defective image, only lines appeared when the connector was installed. The issue was identified at the beginning of a diagnostic laparoscopic procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Event description:
It was reported that the rigid video scope had defective image, only lines appeared when the connector was installed. The issue was identified at the beginning of a diagnostic laparoscopic procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.